Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2019 due to high blood glucose level. The customer was treated with the manual injections and intra venous insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to issue with the insulin pump. Customer¿s blood glucose level was unknown. Customer reports insulin pump had multiple error code alarm. Customer also reports insulin pump had back light anomaly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device passed back light check. No back light anomaly noted. Device uploaded properly using carelink. Device was monitored for 1 day. No unexpected low battery alarm or unexpected e/a alarm noted. Device had intermittent button response on the express bolus, esc and act buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor/deep scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.